Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving both high and low reading from their freestyle libre sensor. Customer reported a horizontal trend arrow at the time of the call while receiving a low reading and no trends arrows appeared when receiving the high reading. Customer reported a low reading of 53 mg/dl which was lower than lab reading of 169 mg/dl. The customer also reported a high reading of "hi" (above 500 mg/dl) which was higher than a lab reading of 120 mg/dl. Both results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.